Manufacturer narrative:
The customer advised physio-control that they evaluated the device and were unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the end user for use. The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was locking up following the delivery of a defibrillation shock. There was no report of any patient use associated with the reported device issue.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that their device was locking up following the delivery of a defibrillation shock. There was no report of any patient use associated with the reported device issue.